Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that (B)(6) called in and advised that the anchor fractured off on the lower and fit loose on both the upper and the lower. The doctor requested to remake the silent nite with retentive fit overall. Additional information confirmed that the anchor broke off and that there was no harm to the patient and no medical intervention was required.